Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the device was manufactured from september 4, 2019 - september 6, 2019. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed and showed residual fluid inside the device bladder. The reported condition was verified during initial inspection and due to the nature of the returned sample, no additional testing could be performed. The reported condition was verified. The cause of the condition was not determined; however the most probable cause is user related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor did not flow prior to patient use. The device was filled with fluorouracil and 0.9% normal saline. There was no patient involvement. No additional information is available.